Event description:
The patient reportedly experiencing sound quality issues. Patient was prescribed prednisone. External equipment was exchanged and programming changes were made. The patient is being monitored and advanced bionics is in the process of gathering more information.